Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h6: a device history record (DHR) review was conducted: part # 02.231.695s, lot # 57p5790, manufacturing site: mezzovico, release to warehouse date: 22 jun 2020, expiry date:01 may 2030. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Unknown event year and date. Additional product code : hrs hwc. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed and no conclusion could be drawn at the time of filing this report. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021 the patient underwent revision due to malunion of distal femur. There was no surgical delay reported. There were fragments generated and it is unknown if they remove easily without additional intervention. The procedure was successfully completed. The patient outcome was unknown. This complaint involves ten (10) devices. This report is for (1) 5.0mm cannulated va locking screw/95mm-sterile. This report is 7 of 10 (B)(4).